Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute integrity des was implanted in the prox lcx and two non study stents were implanted in the prox lad. Post procedure on the same day, the patient felt uncomfortable in the precordial area and cardiac enzymes were found to be elevated. The event is resolved. The cec adjudicated term is suspect mi. The cec has commented that it was a pci of target and non target vessels, thus the vessel is unknown.